Event description:
The pt's spouse reported that after the pt's pump was placed, the hcp removed him from all oral medication causing him to experience "extreme withdrawals". The pt self medicated himself with prior prescribed medications and he reportedly felt "great". The hcp did not prescribe oral medication supplements, but rather increased the dosage of the "numbing medication". The pt received no pain control from the dose increase and felt as if he was going numb from his waist down. Eventually after a few months, the pump was filled with saline and turned down to the lowest possible flow rate. The drug contained in the pt's pump is unk. Add'l info has been requested, but was not available at the time of this report. See manufacturer's report #: 6000030200702256.